Event description:
Surgeon was performing an appendectomy and the cartridge of the endostapler, atw35, popped loose while attempting to activate the staple/cut mechanism. The device and cartridge were removed and a different reload was inserted into the stapler. This reload also dislodged and was retrieved from the patient. No parts of the device were inadvertently left in the patient. The surgeon was able to use the device to complete the surgery.